Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was prepared following the IFU. The physician inserted the device into an artery and attempted to deploy the anchor. However, the anchor became stuck at the tip of the sheath, and failed to deploy, and came back into the sheath; so-called shuttling occurred. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The physician said that there was no obstacle to open the pouch or carry out the procedure. The procedure before deploying the device was a carotid artery angioplasty with stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. There was no health damage for patient. Blood loss was less than 250 cc. There were no other devices or equipment used with the reported product.